Event description:
A technician reported that a pt who underwent bilateral lasik, presented with postoperative astigmatism in both eyes. Additional information has been requested. This report concerns the left eye, which was intended to provide near vision.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).